Event description:
Reporter indicated that patient was experiencing constant hoarseness. No intervention has been taken to date, but the patient has been referred to an ent. It is not known whether the patient has been diagnosed with vocal cord paralysis. The patient's condition is listed as "fair" and the patient is reportedly having good seizure control with the vns.